Event description:
Healthcare professional reported "sudden swelling," "possibility of rupture," "contracture" for right side. Also reported "fibroma" which was determined not to be device-related. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "sudden swelling of unilateral breast".